Event description:
Procedure type: cholecystectomy. According to the reporter: the clip did not close when applied. There was tissue damage and bleeding from the artery. A new instrument was used to complete the procedure. No further incident details were disclosed.

Manufacturer narrative:
Initial report sent: 09/08/2008.